Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 7/10/2024. Additional information was requested, the following was obtained: the lot numbers received must be the correct ones. Might¿ve mistaken it while putting it in the form. Corrected information: d4 ( lot, expiration date), d9, h4 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent underwent a vascular anastomosis procedure on 9-may-2024 and suture was used. It was reported that multiple suture threads broke during vascular anastomosis. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4) date sent to the FDA: 6/5/2024 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received, however clarification is requested whether the product belongs to this complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - product code: w8556 - lot : tjbdxd, tjbdzx, tmbjda 1. Please clarify if the additional device belong to this complaint? If so, what is the product code and lot number of the unknown returned product? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. The following information was reported: was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, ip-(B)(4)device property of -->none, device in possession of -->none a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6, h4 h3 investigation summary: the product was returned for evaluation. The returned sample revealed that it was received; four needle suture pieces and two empty labeled winding former, the ends were cut and elongated pertained to product code w8718. This product code is double-armed. The swage and attachment area were noted as expected during visual inspection of the returned samples. The sutures were examined, and the ends of the suture piece were found to be cut, probably caused by a surgical instrument. The functional test was performed in two suture pieces using an instron equipment and the tensile force was above the minimum requirements. The instructions for use have the following caution: like with any device, you should take care of it to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps.as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Corrected data: d1, d4. A manufacturing record evaluation was performed for the finished device tjbdzx /(B)(6) batch number, and no non-conformances were identified. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.